Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, to remove and replace the aus. During the procedure, the balloon tubing was cut too short, and an extra one was opened, but not used. No additional patient complications were reported.